Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ghilzai u, ghali a, singh a, mitchell tw, mitchell sa. Management of gunshot wounds near the elbow: experiences at a high-volume level I trauma center. Clin shoulder elb. 2024 mar;27(1):3-10. Doi: 10.5397/cise.2023.00801. Epub 2024 jan 29. Pmid: 38303592; pmcid: pmc10938015. Objective/methods/study data: the aim of this study retrospective was to analyzes injury patterns and treatment strategies in a case series from a high-volume urban trauma center. Between 2014 to 2018, a total of 24 patients (23 male and 1 female) with mean age of was 38.3 years, orif was performed at the time of initial debridement in 22 of 24 patients. One patient required debridement, antibiotic bead placement, and temporary elbow-spanning external fixation prior to orif due to contamination from the shotgun injury and a soft tissue defect that later underwent split thickness skin grafting. This was the only case of staged orif. One patient with a grade iiic open proximal radius fracture developed a deep infection requiring multiple debridement, 3.5-mm distal humerus locking compression plate (lcp and distal fibula lcp (3.5/2.7 mm lcp) devices was used, average follow-up was 12 weeks. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes lcp (locking compression plate). Adverse event(s) and provided interventions possibly associated with unk - constructs: lcp (2 qty). 1 patient who underwent orif of an isolated proximal ulna fracture displayed fracture displacement requiring revision orif due to loss of fixation of an olecranon fracture. 1 patient developed a deep infection after a grade iiic open proximal radius fracture requiring brachial artery repair and prophylactic forearm fasciotomy. Purulence extending from the fasciotomy to the open fracture was managed with application of antibiotic beads and multiple debridement.